Event description:
It was reported that following a pump replacement surgery (refer to manufacturer report # 6000030-2013-00171), during which time the health care provider (hcp) had trouble aspirating from the catheter, the hcp put the patient on half the drug dose in the new pump. A few days later, the patient returned with withdrawal symptoms and the hcp ended up replacing the catheter ¿a few weeks ago¿. It was reported the patient was ¿okay¿ now.

Manufacturer narrative:
Product ID: 8578 lot# serial# (B)(4) implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).